Event description:
Pt reported plastic housing on the back of the infusion set separated from the cannula on three occasions. He experienced elevated blood glucose (value not provided). Pt indicated that he did not recall any symptoms associated with the elevated blood glucose. He changed the infusion device to address the issue. No medical asistance was reported. Product was requested to be returned for eval.